Event description:
It was reported during a follow-up call for an unrelated issue that a peritoneal dialysis (pd) patient was being transitioned to hemodialysis (hd) therapy after being diagnosed with peritonitis. The peritonitis was reportedly not related to pd treatment. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing fever and high pulse (values not provided) on (B)(6) 2024. The patient has a long history of unspecified cardiac issues; therefore, the physician instructed the patient to go to the emergency room (ER) for suspected cardiac problems. The patient had cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The cultures resulted positive for coagulase negative staphylococcus (no species provided). The antibiotic regimen information was not provided. The patient¿s physician was concerned for sepsis due to the cardiac history and it was determined to have the pd catheter removed. The pd catheter was removed on (B)(6) 2024 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and is training for home hd. The modality change to hd is permanent. The suspected cause of the peritonitis event was touch contamination. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette compartment. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An (as-received) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal inspection of the cycler identified visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported during a follow-up call for an unrelated issue that a peritoneal dialysis (pd) patient was being transitioned to hemodialysis (hd) therapy after being diagnosed with peritonitis. The peritonitis was reportedly not related to pd treatment. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing fever and high pulse (values not provided) on (B)(6) 2024. The patient has a long history of unspecified cardiac issues; therefore, the physician instructed the patient to go to the emergency room (ER) for suspected cardiac problems. The patient had cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The cultures resulted positive for coagulase negative staphylococcus (no species provided). The antibiotic regimen information was not provided. The patient¿s physician was concerned for sepsis due to the cardiac history and it was determined to have the pd catheter removed. The pd catheter was removed on (B)(6) 2024 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and is training for home hd. The modality change to hd is permanent. The suspected cause of the peritonitis event was touch contamination. No further information was provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and subsequent modality change to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not confirmed, it is suspected that the cause was touch contamination. The culture results of coagulase negative staphylococcus supports that statement as this is an organism that is part of the normal human skin flora. Due to its ability to create a biofilm, it¿s important to assess the need for removal of indwelling devices such as catheters. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported during a follow-up call for an unrelated issue that a peritoneal dialysis (pd) patient was being transitioned to hemodialysis (hd) therapy after being diagnosed with peritonitis. The peritonitis was reportedly not related to pd treatment. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing fever and high pulse (values not provided) on (B)(6) 2024. The patient has a long history of unspecified cardiac issues; therefore, the physician instructed the patient to go to the emergency room (ER) for suspected cardiac problems. The patient had cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The cultures resulted positive for coagulase negative staphylococcus (no species provided). The antibiotic regimen information was not provided. The patient¿s physician was concerned for sepsis due to the cardiac history and it was determined to have the pd catheter removed. The pd catheter was removed on (B)(6) 2024 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and is training for home hd. The modality change to hd is permanent. The suspected cause of the peritonitis event was touch contamination. No further information was provided.